Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual assessment was performed after disinfection. The catheter was kinked in several locations, beginning near the distal tip. As received, the working channel sleeve protruded. Maximum protrusion was observed when the small knob was articulated counterclockwise and the large knob articulated in both directions. A functional evaluation was performed. The device was plugged into the controller. Pixelation was displayed when the device was manipulated, confirming the complaint. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The evaluation revealed that the working channel sleeve protruded from spyscope ds. Further investigation revealed that the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after the spyscope ds was inserted into the bile duct. It was noted that the image was distorted. The ehl was not performed and a stent was placed, to complete the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.